Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 29-may-2023. Investigation summary: a device history review was conducted for lot number 2286626. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to our facility to aid in our investigation. Our engineers were able to confirm that the two packaging units each contained one-half of the same device. Based on this observation our engineers were able to determine that the most likely root cause is related to that manual packaging process. Several contributing factor may have lead to the device occupying two packaging cavities simultaneously, including misplacement by and operator, stiffness of the extension tubing, or vibration of the packaging equipment.

Event description:
It was reported that the bd intima-ii IV catheter was damaged. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, when preparing the patient's infusion supplies in the treatment room, it was found that the intravenous indwelling needle was incomplete in structure and could not be used, so the indwelling needle was replaced with a new one.

Event description:
It was reported that the bd intima-ii IV catheter was damaged. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, when preparing the patient's infusion supplies in the treatment room, it was found that the intravenous indwelling needle was incomplete in structure and could not be used, so the indwelling needle was replaced with a new one.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.